Event description:
Additional information was received. System removal was performed on (B)(6) 2021. Hospitalization was continued as of (B)(6) 2021. It was stated, "the drain was implanted in the surgical wound after the pump was removed, but it was said that there was almost no exudation." No product would be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that it was asked, but unknown if there were any known factors that may have led or contributed to the report of worsening spasticity and poor swallowing condition. The worsening spasticity and poor swallowing condition had resolved. The pump serial number was reported.

Manufacturer narrative:
Upon further review, this information was previously reported in regulatory report # 2182207-2024-03299 and was merged into this pe. Please refer to this current file (regulatory report # 3004209178-2021-11006) going forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 90 mcg/day) via an implantable infusion pump for spastic cerebral palsy. It was reported subcutaneous bleeding occurred with a date of incidence of (B)(6) 2021. The event was considered not causally related to the catheter, programmer, or surgical procedure, and unknown if related to the pump. Further complications were not reported. Additional information was received. It was reported the area around the pump was reddish from the end of april. On (B)(6) 2021 it was observed the redness turned a reddish purple. A local infection was suspected. On (B)(6) 2021 when the doctor examined the affected area during a pump refill, there was fluid around the pump and drainage was performed. The amount of drainage was about 12 ml. Local infection was suspected due to the color which was not transparent but was diluted with pus. Refill was discontinued. No finding of suspected infection such as fever was obtained, but a culture test of the drainage was performed. Infection was confirmed. The pump was removed. It was indicated there was a site where the skin was thinned along the edge of the pump. There was also a site where the skin was red in the vicinity, and a suspicion of metal allergy caused by the pump could not be denied. It was reported the eve nt lead to hospitalization. The outcome of the event was considered unrecovered as of (B)(6) 2021. Additional information was received. The pump and catheter would be removed on (B)(6) 2021.